Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I afp result on a patient not reported out of the laboratory. Results provided: (B)(6) 2024 sid (B)(6) = 29.22 / 2.29 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for the likely cause alinity I afp reagent lot number 59158fz00. The ticket search determined that there is normal complaint activity for this lot number. Customer field data was used to assess the performance of the alinity I afp assay using worldwide data. Review shows that the median patient result for the lot is comparable with other lots in the field and within established limits, confirming no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified for the alinity I afp reagent lot number 59158fz00.

Event description:
The customer reported a falsely elevated alinity I afp result on a patient not reported out of the laboratory. Results provided: (B)(6) 2024 sid (B)(6) = 29.22 / 2.29 ng/ml. No impact to patient management was reported.